Manufacturer narrative:
(B)(4). Investigation summary: two samples were received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. Inspection of the infusion sets showed that there was a white substance on the male luer connections (p/n 1001-143-022) at the distal end of both of the infusion sets. A device history record review for model 40000-07t lot number 19125907 was performed. The search showed that a total of 17,283 units in 1 lot number was built on 10dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this issue is the excess amount of solvent used in bonding the tubing to the luer connection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the sec 20dp, texium & hanger v/nv had white residue on the male luer connector. This was found on 2 sets. The following information was provided by the initial reporter: "white residue present at male leur connector".